Event description:
It was reported that no light was coming from the unit. It was further reported that the unit smelled hot.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.